Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home peritoneal dialysis (pd) system kaguya set was leaking from an unspecified location. This was observed during pd therapy. The patient was connected for therapy at the time of this event. Renal therapy services (rts) assisted the patient with ending the therapy session and advised to start over with all new supplies. There was no report of patient injury or medical intervention associated with this event. No additional information is available.